Event description:
Device implanted without screws. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Screws involved in event: catalog # lot # mfg date1400-1010 unavailable unavailable.